Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock when the patient was using and electrical sander tool, due to noise oversensing. The patient was advised to keep at least 30 centimeters between s-ICD and electrical sander. Technical services noticed that the shock impedance is 113 which is high but within normal limits, that could potentially indicate a sub-optical placement of the s-ICD system. Troubleshooting was recommended. This s-ICD remains in service and no additional adverse patient effects were reported.